Event description:
It was reported via repair work order that the cot moves up and down on its own due to a torn/puncture button assembly that was ripped and water had entered and dried. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.